Event description:
The customer reported that during a hysterectomy, the knife would not retract and the jaws would not close. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The knife was not extended and stuck when received. The jaws of the incident device did not close when the handle was ratcheted. The device was disassembled and it was found that the spring guide inside the handle was assembled upside down. This allowed the spring guide to come loose from the other latch parts, disconnecting the lever from the jaws. All parts were present inside the body. Personnel have be retrained on proper assembly of the spring guide. The returned sample was manufactured before the corrective action.